Manufacturer narrative:
Additional information: section d10. Device available for evaluation? Yes. Returned to manufacturer on: 1/25/2021. Section h3. Device returned to manufacturer? Yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue and what appeared to be dried blood on the optic body and haptics, which is consistent with a lens that was handled during explant. The lens was cleaned, and lens damage was observed, which can be attributed to receiving the lens crushed in the lens insert and therefore cannot be confirmed to be related to manufacturing. The complaint issue could not be confirmed, and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. Date of event: unknown, not provided. Best estimate of date of event is between (B)(6)2020 and (B)(6) 2020. Phone number: (B)(6). Device evaluation: product evaluation was not performed because the product has not been received. If product is received after initial closure, the ir and complaint file (if necessary) may be re-opened to complete the return investigation. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patients left eye, due to subjective visual disturbance. The lens was replaced with a different model iol, zcu225, but the same diopter power. There was no incision enlargement, no vitrectomy, no sutures done. No other information was provided.